Event description:
Additional information was received that approximately twenty-one months after this event, the device was explanted and replaced due to normal battery depletion; the leads remain in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that upon review of this cardiac resynchronization therapy defibrillator (crt-d) system's stored episodes, noise on both the competitor's right atrial (ra) and boston scientific's right ventricular (rv) leads were noted during one event. The noise resulted in rv oversensing and diverted shock, as well as, rv pacing inhibition with two to three seconds of asystole. Boston scientific technical services (ts) discussed it appeared to be external electromagnetic interference (emi) causing the issue. The patient was contacted by the health care professional (hcp), and the patient could not recall any procedures or tests that occurred around that time and did not report any adverse effects. At this time, no changes have been made and the normal follow-up is planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.